Manufacturer narrative:
Investigation summary it was reported that the needles were clogged. To aid in the investigation, five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2025238. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: " needles that seem to be blocked, once attached to 3ml syringes, plunger cannot move. Detached from syringes and used another 1" without concern. No harm to client.